Event description:
Same case as MFR report #: 2134265-2012-07185. It was reported that following a stenting treatment procedure, the patient presented with chest pain, headaches, and nightmares. In (B)(6) 2006, the patient had two unspecified taxus express2 stents implanted in unspecified locations. In 2010, the patient presented with chest pain. A catheterization procedure revealed that everything looked good. Currently the patient is experiencing nightmares and headaches. The patient reported that he has had "multiple MRI's that lasted longer than 15 minutes" and is now concerned that he may have damaged his stents. Additional information has been requested and is not available. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).